Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/14/2014. (B)(4).

Event description:
A surgeon reported that the vitrector suction failed during surgery. The surgeon stated that the equipment was working well but the vacuum was low. The procedure was completed with no pt harm.